Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping /lower abdomen") and menorrhagia ("menorrhagia /heavy bleeding for 9 months") in a 31-year-old female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight, antiphospholipid syndrome, anal low grade squamous intraepithelial lesion on (B)(6) 2013, anemia of malignant disease on (B)(6) 2013, endocervical metaplasia (squamous metaplastic cells (endocervical component) are present.) On (B)(6) 2013, gallbladder sludge on (B)(6) 2013, right upper quadrant pain on (B)(6) 2013, ultrasound abdomen on (B)(6) 2013, upper abdominal pain on 13(B)(6) 2013 and endometrial metaplasia on (B)(6) 2014. Concurrent conditions included bleeding postoperative since (B)(6) 2014, irregular menstruation since (B)(6) 2014, metrorrhagia since (B)(6) 2014, hyperplasia since (B)(6) 2014, termination of pregnancy - elective since 8-dec-2014, lupus erythematosus since (B)(6) 2016, paraesthesia since (B)(6) 2016, palpitations since 16-sep-2016, pelvic discomfort since (B)(6) 2016, pelvic pain since (B)(6) 2016, acute tubular necrosis since (B)(6) 2016 and neoplasm malignant since (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (provera)(B)(6) 2014 to (B)(6) 2014 for bleeding as well as dipivefrine hydrochloride (d epifrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("low back pain"), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of follopian tube)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache and alopecia had resolved and the menorrhagia, back pain, vaginal haemorrhage, migraine, nausea, allergy to metals and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, headache, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014. Operation- essure - hysteroscopic tubal. Tubes were visualized and essure placed in the usual manner bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Historical condition were added, lab data was added, essure indication was amended, essure lot number and concomitant medication added, following events : menorrhagia /heavy bleeding for 9 month, migraines, headaches, nausea, nickel allergy, fatigue, hair loss were added. Abnormal bleeding (vaginal) clubbed to spotting. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping /lower abdomen") and menorrhagia ("menorrhagia /heavy bleeding for 9 months") in a 31-year-old female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight, antiphospholipid syndrome, anal low grade squamous intraepithelial lesion on (B)(6) 2013, anemia of malignant disease on (B)(6) 2013, endocervical metaplasia (squamous metaplastic cells (endocervical component) are present.) On (B)(6) 2013, gallbladder sludge on (B)(6) 2013, right upper quadrant pain on (B)(6) 2013, ultrasound abdomen on (B)(6) 2013, upper abdominal pain on (B)(6) 2013 and endometrial metaplasia on (B)(6) 2014. Concurrent conditions included bleeding postoperative since (B)(6) 2014, irregular menstruation since (B)(6) 2014, metrorrhagia since (B)(6) 2014, hyperplasia since (B)(6) 2014, termination of pregnancy - elective since (B)(6) 2014, lupus erythematosus since (B)(6) 2016, paraesthesia since (B)(6) 2016, palpitations since (B)(6) 2016, pelvic discomfort since (B)(6) 2016, pelvic pain since (B)(6) 2016, acute tubular necrosis since (B)(6) 2016 and neoplasm malignant since (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (provera)(B)(6) 2014 to (B)(6) 2014 for haemorrhage nos as well as dipivefrine hydrochloride (d epifrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("low back pain"), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of follopian tube)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache and alopecia had resolved and the menorrhagia, back pain, vaginal haemorrhage, migraine, nausea, allergy to metals and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, headache, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014. Operation- essure - hysteroscopic tubal. Tubes were visualized and essure placed in the usual manner bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting") and back pain ("low back pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.